Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed a pump reboot. During a visual inspection of the pump, the battery compartment was observed to be cracked; however, the returned battery cap secured properly to the pump with no power loss duplicated. The pump was exercised for 24 hours with no power interruptions. The pump case was removed and no internal defects were found. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump rebooted without user intervention. It was alleged that the battery compartment was cracked, and the yellow o-ring on the battery cap was visible while attached to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.